Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 5530 bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes were damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: a large number of tube's wall scratches appeared.